Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the power switch.

Manufacturer narrative:
The suspect device was evaluated and the problem confirmed. The evaluation found that the unit failed intermittently to power on when the power switch was pushed on due to a loose connector of the switch assembly. Once the connector was secured, the unit functioned as expected and powered on consistently.

Event description:
It was reported to olympus that the device produced a "blank screen" and was not "working." The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.